Manufacturer narrative:
The patients included in this study were enrolled between june 2001 and august 2006. It is unk when the events occurred as this info has not been provided. The article stated that, "patients screened for enrollment in this study sustained a severe open fracture that required repeat irrigation and debridement in the judgement of the attending orthopaedic trauma surgeon. " we do not indicate that the patients developed the infections while on v.a.c. Therapy. Based on the info available, it cannot be determined that the alleged infections are related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. There have been several attempts made to gather add'l info, but there has been no response.

Event description:
Kci received article: stannard, james p., volgas, david a., stewart, rena, mcgwin, gerald, and alonso, jorge e. Negative pressure wound therapy after severe open fractures: a prospective randomized study, j orthop trauma sep 2009; 23 (8) : 552-557: doi 10.1097/bot.0b013e318la2e2b6. That reported 2 occurrences of delayed deep infections. The patients that developed infections were treated with irrigation, debridement and antibiotic therapy based on the sensitivity of their culture. The unit's type or serial number was not provided, therefore, kci cannot conduct a device eval of the unit.